Manufacturer narrative:
(B)(4). The device was returned for evaluation. The unit returned has the distal end bent, as part of overall visual revision. Examination of the returned device revealed that fluid was leaking from an open hole in the sheath 90.5 cm from the femoral marker at the distal end when the catheter was flushed. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Ic windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 08jan2015. It was reported that loss of image occurred. During a procedure to diagnose an unknown target lesion, ivus was performed with an opticross¿ imaging catheter; however, loss of image has occurred. The procedure was completed with another with same device. No patient complications were reported and the patients condition is good. However, device analysis revealed an open hole at the sheath.